Event description:
It was reported that the implantable neurostimulator did not last as long as the pt had anticipated. Premature battery depletion was suspected. Additional info has been requested, but was not available as of the date of this report. Refer to report #3004209178-2009-03055.